Event description:
Approx. 1 week prior to incident caller noted front wheel was unstable and loose. Started hearing intermittent "grinding noise. On date of event, caller was outside, was turning scooter and wheel jammed. Device tipped over; caller fell into street sustaining abrasions and bruises to arm, and "hurt" there hip. Police on scene, caller declined treatment at ER. Has a scheduled md appointment. Device is 3 months old.